Event description:
Boston scientific received information that during a general replacement procedure, a physician experienced difficulty removing the left ventricular (lv) lead from the header of a device. The setscrews were observed to be stuck and would not release the lead. Despite troubleshooting, the physician had to break the header of the device in order to get the leads out. During this, the lv lead was damaged and needed to be replaced. The lv lead was explanted is no longer in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.